Event description:
It was reported that during a laparoscopic bariatric procedure, the device was leaking pneumo. Another device was used to complete the case with no patient consequence.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.